Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that battery longevity was short and insulin pump would shut off. Customer's blood glucose was unknown. Alarm history showed a weak battery, low battery and button error alarm. Insulin pump would need to be replaced due to button error alarm.